Event description:
It was reported to boston scientific corporation that a protegen sling system was implanted on (B)(6), 1997.according to the complainant, post-procedure, the patient experienced pain, bladder infections, additional treatment and multiple procedures.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.